Manufacturer narrative:
Analysis of the pump ((B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date MFR rec was (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving gablofen (2000 mcg/ml, 96.1 mcg/day) via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was removed due to infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient recovered without sequela.